Manufacturer narrative:
(B)(4): battery currently unavailable.

Event description:
It was reported that the patient's battery had "leaked". The patient was instructed to discontinue use of the battery and return it to the manufacturer for analysis. There was no reported allegation of serious injury associated with the battery.the battery has not been made available for analysis as of the date of this report, december 1, 2014.